Event description:
Pico was placed on a spinal incision for seven days and upon removal of the dressing, the patient ¿coughed¿ and his incision split open revealing an abscess or hematoma.the patient had to be taken back to the or for an I&d.

Manufacturer narrative:
(B)(4)